Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a scheduled device change. It was decided to visualize the right ventricle lead under fluoroscopy for evaluation and found externalized conductors. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.